Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Phone: unknown/not provided. Initial reporter name: unknown/not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was bent when the user opened the carton. It was also reported that the intraocular lens (iol) got stuck inside the cartridge. No additional information was provided to abbott medical optics.